Event description:
When a physician used the subject device for an anterior resection, the probe tip broke. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was not yet returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on similar cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. Based on the report by oca and past similar cases with the same model, by grasping a thick, hard tissue and keeping activating the device, the ptfe pad worn unevenly, the prove and jaw came into contact, and a scratch was made. It is possible that since the physician kept using the device, a crack occurred and it resulted in the broken probe. The instruction manual of tb-0535 mentions warnings and caution for possible mishandling mentioned above. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.